Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer experienced nausea, vomiting and abdominal pain. The caller was unable to troubleshoot as she did not have the insulin pump with her. The caller asked for the insulin pump trainer's info as she feels the customer needs additional training. Nothing further was reported.